Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 participant reported going to immediate care for symptoms of increased spasms, cloudy urine and leaking. Urinalysis and culture confirmed urinary tract infection. Treated with macrobid 200mg bid x 7days. (B)(6) 2024 completed antibiotics but leaking still occurring. Prescribed 7 more days of macrobid. (B)(6) 2024 completed second round of antibiotics and reports symptoms have resolved.